Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The impedances have been gradually increasing since implant, despite a high voltage shock therapy given in 2023. Technical services (ts) provided troubleshooting recommendations. This rv remains in-service at this time. No adverse patient effects were reported.